Event description:
Rv lia (right ventricular lead integrity alert). Rv (right ventricular) oversensing. High rv threshold. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).